Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump may have been exposed to sweat. Customer stated that the numbers on the insulin pump's screen were spinning. Blood glucose level was 289 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).